Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as having skin irritation/rash on their back that went from the top of where the garment touches their skin to the bottom of the garment. There was no alleged device malfunction contributing to the irritation. The patient¿s physician recommended putting lotion on affected areas for the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.